Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that prior to have deep brain stimulation (dbs) that patient had an unrelated surgery in 2011 in which his cerebellum was damaged. The patient stated that he was implanted due to this damage and to treat his tremors, but has had issues with his implant because the dbs has not helped with his tremors since implant. The patient programmer was used to interrogate the implantable neurostimulator (ins) and it was confirmed that the device was on and ok at 4 volts. Additional information was received from a patient. It was reported that the implant was never really working for the patient's tremors, but it did help a little bit. It was also stated that the patient had a "tremor seizure" in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacture representative (rep). It was reported the patient stated "this doesn't work, it never worked, and it has been off for 6-9 months" and the patient wanted it explanted. The rep interrogated the ins via the tablet and it could not communicate. The caller stated the patient had parkinson's plus regarding the patient's lucidity during their conversation.